Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure for an episode of high digestive hemorrhage performed on (B)(6) 2021. During the procedure, the bands did not deploy despite proper assembly of the kit. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e1: (B)(6). Block h6 (device codes): medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack was taken up and the post showed insertion marks of the trip wire. The suture thread was cut and tangled (possibly at the time of removing the device). The returned ligator head had four bands attached, some of them had moved from their position and overlapped. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator head had moved and overlapped, and the ligator head teeth were also bent/damaged, suggesting that the a malfunction of the device may have occurred, and the bands were not deployed as expected. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device, the crooked teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure for an episode of high digestive hemorrhage performed on (B)(6) 2021. During the procedure, the bands did not deploy despite proper assembly of the kit. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.